Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported that the customer was hospitalized for diabetic ketoacidosis, with a blood glucose reading of 800 mg/dl. Troubleshooting was declined, and the mother requested a replacement insulin pump. She stated that the doctor also wanted the insulin pump replaced. Nothing further was reported.